Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with syncope. Review of stored device memory noted two episodes of pacemaker mediated tachycardia (pmt) and a single non-sustained ventricular tachycardia (nsvt) episode, however, the episodes did not correlate with the patient symptoms. Boston scientific technical services (ts) recommended further evaluation to determine the cause of syncope. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.